Event description:
It was reported that the autoplex was being used in a procedure when the blue plastic piece on the injector device separated from the white plastic piece. It was confirmed that the pieces came separated from each other, but did not detach from the injector. Nothing fell in the surgical site. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
(B)(4).